Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced air bubbles anomaly on the reservoir. The customer's blood glucose reading was unknown. The approximate sizes of the air bubbles are large. The customer stated that the pump was not rewound with a reservoir in place. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of four opened and used showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.